Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Pump received with serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the label was missed from back of insulin pump. The customer's blood glucose value was 12.4 mmol/l. Due to troubleshoot need to replace pump. Insulin pump was working fine. The insulin pump will be returned for analysis.